Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient first had a surgery in the left eye with a toric lens and followed by a surgery in the right eye with a multifocal lens. Patient stated that both the distance vision and near vision was sharper with the right eye and wanted the same type of lens in the left eye too. The pre-operative visual acuity was 20/40 and the post-operative visual acuity was 20/30-2. Hence, the original toric lens was explanted and another multifocal lens (model zlu, 22.5 diopter) was placed as the replacement in the left eye. The incision was an enlarged; however, no other interventions were required. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: sep 28, 2021 . Device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was explanted. The lens was cleaned, and no cosmetic issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.